Manufacturer narrative:
Review of the associated DHR found no device nonconformances that might have contributed to the event. The product labeling warns users of mixing stainless steel components with titanium in the construct and the use of excessive force may lead to instrument breakage.

Event description:
The hexagonal driver tip broke intra-operatively and remains embedded in the screw head under the cover plate.